Event description:
It was reported the lead impedance was varying, and sometimes dropped below 200 ohms. The ipg battery voltage was reported to be low. A technical consultant estimated there should be a minimum of more than nine years remaining device longevity. The ipg was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device indicates the battery voltage was 2.93 v two years after implant.